Event description:
It was reported that the right ventricular lead was oversensing t waves and a lead integrity alert was triggered. Reprogramming options were discussed however when the physician's office was reached for follow-up to determine if reprogramming was done, it was noted that the patient was seen in the clinic and the lead was functioning normally. No changes were made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).